Event description:
The pt's caregiver alleges due to erratic meter results she had to administer treatment to the pt and that the pt was hospitalized. This is an advantage system (strip lot 549408 with expiration date 12/31/2007). The caregiver obtained a bg 598 mg/dl when the pt felt she might be high, and then 5 mins later her bg was 534 mg/dl, no treatment. Two hrs and twenty mins later at 1310 the caregiver called the dr who instructed she give the pt an add'l 20 units of insulin. At 1410 bg was 465 mg/dl and she dosed another 20 units of insulin. At 1500 562 mg/dl, no treatment, then at 1800 the bg was 198 mg/dl and she dosed pt with 10 units of insulin. At 2100 bg 598 mg/dl, customer had headache, no treatment. At 2200 bg 589 mg/dl, no treatment. At 2300 bg 44 mg/dl, customer was hypoglycemic and caregiver treated her with 2 glucose tablets and orange juice. At 0045 bg 441 mg/dl, no treatment. At 0100 paramedics obtained a bg of 20 mg/dl and transported the pt to the hosp where she rec'd an IV and chicken, potatoes, jello, green beans, and milk. Pt was released and is at home. Qc testing had not been performed on the system.

Manufacturer narrative:
The suspect product is the comfort curve strips.